Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer failed to close. A field service engineer (fse) pulled the drawer for inspection and confirmed that the inseparable contained its magnet. However, the drawer sensor was not properly secured in its clip. Fse removed the latch assembly and reseated the latch sensor to ensure proper alignment and functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had door sensor magnet got loosen. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.